Event description:
Reporter complains of immune disorder, kidney disease, fibromyalgia, chronic muscle and joint pain, cheronic breathing problems, migraine headaches, fatigue, chronic infections, frequent hospitalizations, rupture (1988), irritable bowel. (Also see 1007038, 1007039).